Event description:
The pt services representative of a male pt contacted lifecor customer support to report that one battery pack will not start the monitor. She stated that the battery pack shows the flashing bad battery pack icon when placed in the battery charger. Support sent the pt a replacement battery pack.

Manufacturer narrative:
Device eval summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The battery pack had defective cells. The root cause of the defective cells is not known. The defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack.